Event description:
On 27-sep-2023, ECMO was initiated. Early morning on (B)(6) 2023, a flow alert was observed on the heater-cooler. The lines were checked for kinks or restrictions and the inlet and outlet were switched. The heater-cooler was then switched to a different unit. The heater-cooler was set to the highest temperature setting. The patient's temperature was 37.9°c. On (B)(6) 2023, the patient's temperature was around 36.0. The nautilus oxygenator was changed out with improved water flow through the heat exchange. There was no adverse patient effect.

Manufacturer narrative:
The device has been returned for analysis. The water path restriction within the heat exchanger capillaries was confirmed. Increased water path restriction reduced the water flow rate supplied by the heater cooler device through the heat exchanger.